Manufacturer narrative:
Additional information. Ime and imf codes have been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The cranial frame was returned to the manufacture for evaluation. After function testing and visual/physical examination the reported issue was confirmed. When connected to a known good system it was found the led #3 was not firing. Otherwise, the frame displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a tumorectomy. It was reported that sometimes the software would exit automatically. It was also noted that the screen of the monitor was cracked and one of the led lights on the long cable of the frame went out. Navigation was aborted. There was no delay and no impact to the patient. Additional information was received. The software exiting was considered to be a malfunction of the computer. The monitor was hit against something causing the crack. The led went out due to deterioration.